Event description:
Customer reported that the device had a white screen upon power on suggesting a lock up issue occurred. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported lock-up issue. Physio-replaced the user interface pcb to memory/system pcb flex cable to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface pcb to memory/system pcb flex cable at the failure analysis center, and was unable to duplicate the reported failure. Further component root cause from the removed assembly was not determined.